Event description:
Failure to alarm pump failed alarm check ( this is the check when the canister tubing is disconnected in which the low vacuum and leak alarm should both sound).

Manufacturer narrative:
After an evaluation of the returned device this complaint was not confirmed. A technical evaluation was performed at the (B)(4) center on (B)(4) 2014, no anomalies or problems were noted, the pump passed all functional tests and found working within specifications. The evaluation concluded alarms were working in normal range (refer to (B)(4)). In regards to the leak alarm, the system is designed to start an alarm when a significant leak is detected for more than one (1) minute. Based on the complaint description it is unknown the amount of time the user simulated the leak condition. Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device as of this date. No corrective action will be taken at this time, the device was found free of damages and working within specifications. The information provided confirms no patient injuries or harm were caused by this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.